Event description:
This is a report of a patient (pt) who had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused bacterial peritonitis and who subsequently passed away due to failure to thrive. On an unreported date, the pt experienced an unspecified break in aseptic technique. Subsequently, the pt experienced peritonitis and was hospitalized for the event. On an unreported date, the pt began treatment for the peritonitis with vancomycin, ancef, and fortaz (dose, frequencies not reported) ip-intraperitoneally. On an unreported date (same month) ancef and fortaz treatments were withdrawn and treatment with vancomycin was ongoing. On an unknown date during hospitalization, the pt experienced failure to thrive, and the pt was placed on (B)(6) care. Pd therapy was discontinued per the patient¿s preference (unspecified date). The cause of the failure to thrive was reported to be due to an ongoing unrelated infection and the peritonitis infection. Subsequently, while hospitalized, the patient died due to failure to thrive. An autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the pt was hospitalized for the peritonitis. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If. If there is any further relevant information from that review, a supplemental medwatch will be filed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.